Manufacturer narrative:
Concomitant medical products: concomitant nonbd extension was used. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported a leak of lipids where the nonbd connector is attached to the tubing while connected to a patient. The lipid infusion was stopped and tubing replaced with no patient harm.

Manufacturer narrative:
The report of leaking at the connection of a non-bd connector to the syringe tubing was not confirmed. Visual inspection showed no anomalies. During functional testing no leaking was observed. The root cause of the reported leak was not determined.

Event description:
The customer reported a leak of lipids where the nonbd connector is attached to the tubing while connected to a patient. The lipid infusion was stopped and tubing replaced with no patient harm.